Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's button were harder to press. Customer stated that the insulin pump had unexplained no delivery alarm. Customer reported that the insulin pump had scratches on screen, occasional rainbow effect declined battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had minor scratched lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.